Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient reported being unable to turn their stimulation up. It was noted the patient had experienced good pain relief until the issue. Impedance testing was performed and found electrodes with impedances of 40000 ohms. Multiple impedance tests were performed, at which time intermittent impedance issues were noted with the implantable neurostimulator (ins); impedances of 40000 ohms were measured with electrodes 2, 6, and 7; 2 and 7; and 2, 4, and 7 at different times. The patient moved into different positions, which caused electrode impedances to change. A connectivity test was performed that displayed an amber, avoid message. The patient was reprogrammed with different stimulation electrodes; however, these were not getting all of the patient painful areas at the time of report. The patient¿s ¿nurse mentioned that she was going to speak to the implanter to have a new lead due to not achieving pain relief in the right area due to the impedances.¿ it was noted that a surgical intervention was planned but not yet scheduled at the time of report. The issue remained unresolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.